Event description:
It was reported that the flexible drive cable had inner core damage. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The sternal saw was returned to terumo for investigation. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.